Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio/beep anomaly and reservoir anomaly. Customer's blood glucose level was unknown at the time of the incident. It was reported that insulin pump beeped all the time and alarmed low reservoir when the reservoir was full. The product will not be returned for analysis.